Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. The customer explained that insulin was not exiting when rewinding and priming the insulin pump. The customer's blood glucose was 199 mg/dl. The customer stated that the insulin pump would just tell her to rewind after the manual prime stage. While troubleshooting, insulin was able to exit during a manual plunger push. However, the insulin pump alarmed no delivery again during a manual prime. The customer was advised that the insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and broken belt clip slot.